Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller called in because the patient had the device removed and the caller wanted to know if she should send back the patient programmer (pp). Caller did not know the date the device was removed but said the patient only had the device for a year or less. Caller said the complete system was removed. Caller said the device was removed because the device never "just didn't work for him" and "never really helped". Caller said they tried reprogramming the device. Caller said the device was creating other issues. Caller said the device was stimulating the nerve and muscle in the patient's hip and was causing issues. Caller said she was not sure if the device was installed correctly. Caller said the device was causing pain and stiffness in the patent's hip and lower back. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcsre professional (hcp) reporting they have not seen patient since 2015 so cause was unknown, no further complications were reported or anticipated.